Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was undersensing on the ventricular lead, leading to non-deliverance of therapy.